Event description:
A patient specific implant request was received for the patient's right proximal humeral mig with link to bayley/walker hemi-head. Noted on the form: "this lady has a right proximal humerus megaprosthesis done in 2013). Post-operatively, the shoulder is dislocatable. She asked for a revision with a reversed shoulder total shoulder prosthesis."

Manufacturer narrative:
Reported event: an event regarding dislocation involving a patient specific, proximal humeral replacement with hemi-shoulder was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for proximal humeral replacement with hemi-shoulder which was inserted on (B)(6) 2013. The surgeon reported dislocation of the shoulder. The x-ray images provided showed that the humeral head had subluxation superiorly and laterally, which confirms the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant request was received for the patient's right proximal humeral mig with link to bayley/walker hemi-head. Noted on the form: "this lady has a right proximal humerus megaprosthesis done in 2013). Post-operatively, the shoulder is dislocatable. She asked for a revision with a reversed shoulder total shoulder prosthesis."